Manufacturer narrative:
Medical device: d314trg ICD implanted: (B)(6) 2014.

Event description:
It was reported that there were alert tones due to high right ventricular (rv) coil impedances. The alert parameter for the lead impedance was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.